Manufacturer narrative:
Model number: reservoir: 720185-01; serial number: (B)(4); catalog number: 720185-01; (B)(4); expiration date: 04/05/2020; manufacture date: 04/06/2018.

Event description:
It was reported that the patient had a bulge at the base of their penis following placement of their inflatable penile prosthesis. The implant was functional. The corporotomy had opened up and the cylinder was popping out, creating a bulge. The device was replaced a month later. The patient had no further complications.